Event description:
Reported experiencing high blood glucose, and patient feels the device is at fault. No error messages were generated by the device. When high blood glucose occurred, the patient unsuccessfully attempted to correct for it by bolusing with the device. Patient's blood glucose continued to rise after delivery of bolus, so patient delivered insulin via pen, and blood glucose decreased.